Event description:
It has been reported to philips that the device crashed due to a lack of space in the image disk. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. The field service engineer (fse) recreated the image disk, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at time of event, and the user restarted the system to continue working. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem. The system logfiles and troubleshooting indicated that there was a lack of space in the image disk which caused the system to crash. The fse recreated the image disk, and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If the system crash/stuck occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the system crash/stuck issue may resolve, allowing for continuation and completion of the procedure. The system crash/stuck that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.